Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not available

Event description:
It was reported that during scoliosis surgery: surgeon performed revision surgery on (B)(6) on a male patient who received his primary surgery, on (B)(6) 2017. Surgeon did a post up x-ray and noticed that the last screw on the left of the construct at l3 had slipped off of the construct; of the rod. The issue also lies on the fact that during revision is that the set screw of this entire construct were loose. Surgeon would like to verify if the torque drive handle submitted previously under com-(B)(4). Had something to do with it, as this was the torque drive handle used to tighten these set screws. Surgeon performed revision surgery on this patient, where he replaced the entire rod of the construct. The screws were left in their original position and locking screws were placed to lock the construct. Surgeon finished his fusion, where all of the locking caps were final tighten. Surgeon found that that rod was slightly too long on the left side and thus decided to cut the rod in situ. The length of the rod was 'borderline' in that the rod was slightly passing the screw at l3. Surgeon mentioned that the issue could have been the rod being cut too short. And that the cutting of the rod could of caused the set screws to loosen (as these were not tighten again post-cutting).